Manufacturer narrative:
The device was not returned to mmdg so no evaluation could be performed. A DHR was completed and found no issues during the original build. Because the pump was not returned, no investigation could be completed. This report is being filed for the delay in therapy that the initial reporter disclosed during the call with mmdg.

Event description:
The initial reporter stated that the pump alarmed error code 30 and motor stall several times through the scheduled infusion. They stated that they replaced the batteries and resumed the therapy using their pump, but that eventually the pump alarms weren't able to be cleared. They stated that they experienced a nine hour delay of therapy and that the patient was admitted to the hospital and treated for complex migraine. Mmdg followed up with the initial reporter who stated that the patient was currently doing well and had no further issues. (B)(4).